Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/ or reoperation: capsular contracture baker grade iii-IV. Concomitant products: unknown gel implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with unknown textured silicone breast implants which the right side had issue with capsular contracture baker grade iii-IV after implantation. The report indicated that the right breast has visible distortion and potential contracture bg iii-IV. It has increased over the last 5 years the issue was confirmed by the physician. As a result patient had the implant removed on (B)(6) 2019.